Manufacturer narrative:
Additional information: d9, h3, h6. H10: two actual samples were received for evaluation. Visual inspection by the naked eye was performed on the samples noting that the drain bag ports were stuck to the drain bags. The samples had not been used for therapy. The reported condition of damaged was verified by visual inspection. The cause of the condition was excess solvent during the manufacturing assembly process. The samples that were reported to have leaked from unspecified locations during use were not returned for analysis and therefore, sample evaluations could not be completed and the conditions could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from an unspecified location of an unspecified quantity of continuous ambulatory peritoneal dialysis disconnect y-sets. It was further described as "the pressure of the fluid was up and it started leaking". It was further stated that the tubing was stuck on the drain bag itself and when pulled apart the bag was compromised. There were no holes observed. This occurred after opening and separating, before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.